Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via phone call that transmitter was not communicating with insulin pump. Customer reported that transmitter got knocked out when swimming. Customer had transmitter since (B)(6) 2014. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed and customer was advised that test plug would be replaced.